Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet, with the lowest reported value of 71 mg/dl, after the pump announced a predicted low; the patient did not confirm with a fingerstick and treated with oral glucose. Symptoms included hypoglycemia. Outcomes included self-treatment without outside assistance and no medical intervention. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no contributory device alarms reported and no identified device malfunction; the cause of the hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.